Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge via the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation, it was determined that the customer was using stat-padz to perform the 30 joule self test. The stat-padz do not have a shorting wire and cannot be used to perform a 30 joule self test with the r series device. The customer confirmed using stat-padz instead of onestep padz to perform the 30 joule self test expecting them to function as the onestep padz would. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.